Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 694758 lead, (B)(6) 2009; 5076-45 lead, (B)(6) 2009; 419488 lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that approximately three weeks after a device change out the patient developed a blood infection of unknown origin. Antibiotic treatment was initiated and the system was explanted and replaced twelve days later. No further patient complications have been reported as a result of this event.